Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the two devices had an issue with loading or firing of the clips. To resolve the issue, a new device was used. There was no patient injury.